Manufacturer narrative:
Result: incorrect cord installed to bed. Cracked siderail panels.

Event description:
It was reported by svc report that the siderail panels had structural cracks with a possibility of fluid ingress, and there was an incorrect power cord installed to the bed. No pt involvement or adverse consequences were reported.